Event description:
Patient presented to the case in sr. Lspv was ablated and during the thaw period, the patient went into vf, three shocks were employed and the patient was loaded with IV amiodarone to regain sr. Lipv was ablated with no difficulties. During ablation of the ripv, significant hypotension was noted associated with bradycardia. The physician suspected cardiac tamponade and requested a cardiac ultrasound; no evidence of tamponade was noted. The patient's condition continued to deteriorate with resulting vf. The patient received multiple shocks with recurrent vf. Chest compressions were initiated and the patient was placed on a cardiac perfusion pump for inotropic support. Interventional cardiology was called to the room and the patient underwent a coronary angiogram which showed complete occlusion of the lad and no anterior wall motion. The physician was quite sure that no air and no embolism were present but felt coronary spasm was occurring. Nitroglycerin was infused directly into the coronary arteries and a ntg gtt was initiated. The patient's condition improved with return of sr, adequate hr and bp. The physician considered the patient stable. Rspv ablation was performed without difficulties and the patient remained stable. The patient remained under general anesthesia the entire case and in the recovery period. The patient was transferred to the micu for the night. The physician was notified the following day that the patient had suffered another vf arrest and was unable to be resuscitated and had died during the night. Cause of death was determined to be #1) refractory vf, #2) cardiogenic shock.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files and failure files were reviewed and do not show any system notice or issues for the date of event. Bin files show that at least 11 injections were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.